Event description:
It was reported that during a stage 2 implant procedure, the electrode that had previously been implanted would not advance all the way through the actual new stimulator, and a second one had to be used, which was done successfully. The pt recovered completely from the procedure.

Manufacturer narrative:
(B)(4).